Event description:
It was reported, the patient is experiencing a burning/stinging sensation at her ipg site. The burning/stinging occurs whether the device is on, off charging, or not charging. The patient reported the pain is non-reproducible and is usually short in duration. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient is pending follow up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.